Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt short port balloon ruptured while partially inserted into the pt's leg. It was reported that too much air was used to inflate the balloon, not realizing the maximum is 25cc. The btt short port was pulled out by hand and nothing remained inside the pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).